Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump had a blank display. The customer was unable to complete blank display troubleshooting. The customer's blood glucose was 106 mg/dl. The customer stated the will call back to continue troubleshooting for blank display.